Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis. A review of the photo associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: it looks like a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using the instrument normally when he tried to make a cut in a small vessel, the instrument didn't close. The instrument was removed and they noticed that a cable on the clamp was broken. The instrument was replaced with the back up of the same kind instrument. The procedure was completed with no reported injury.